Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs)and approximately 8 days after start of the support the patient developed a hematoma. Post implant of the impella 5.5 device, the patient was transferred to the tertiary center. Subsequently, the team observed a hematoma at the site, performed a washout, titrated down the heparin and replaced the purge with sodium bicarbonate. The status of the patient following the event was indicated as unknown. However, the patient continued on the impella 5.5 mcs, which appears to be still implanted.

Manufacturer narrative:
The device remains implanted, supporting the patient at the time of the MDR writing, and therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist system. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).